Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility. Detailed inquiry description: blood set leaking. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used contaminated sample was for evaluation. The sample returned was visually evaluated and it was noted that the backcheck valve had broken off into the y-caresite valve on the sample. While an exact root cause cannot be determined, a review of the complaint samples and manufacturing suggests that the defect did not originate from a failure in the manufacturing processes. Based on these findings the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.